Manufacturer narrative:
The product was not returned for analysis; the lens was discarded. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during cataract and intraocular lens (iol) implantation procedures performed on the same day, two defective lenses of the same model and diopter were identified. Of the two, one lens was found to be contaminated and was subsequently discarded. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested and received stating that discarded lens was contaminated due to patient contact.